Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was indicated that 36 units have been returned due to them disassembling upon use during procedures. No, it´s wrong, the client report only 1 unit and they haven´t the product available. How many of the 36 sutures to be returned for analysis demonstrated the alleged deficiency? Nothing. Did the event occur during one or multiple patient procedures? No, only once. What is the total number of procedures? 1, one. How many sutures are involved in each of the different procedures? Only 1. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. Did the reported issue contribute to any patient adverse consequences? No. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. No, they discarded. Please provide the source or name of person providing answers to follow-up questions.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, sutures were disassembled when used in procedures. Our client has reported and returned these sutures (36 units) due to them disassembling upon use during procedures. No adverse patient consequences were reported. Additional information was requested.